Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0tqwf, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) reprogrammed on (B)(6) 2015 and, since the change they had some nights the therapy seemed to work and other nights where it doesn¿t. The patient did feel the stimulation and increased the intensity. Specifically, they left the setting on program 2 and changed the intensity to 2.4 and had 3 good nights. It was later reported on 2016-05-27 that patient was trying to get in touch with manufacturer representative to get reprogrammed and check her stimulator. Patient stated she could not get it to work and it was just not doing anything. Patient stated she has had her stimulator over a year and has "never had it good with it". Patient stated it would work for a few days and then it won't work. Patient states she went to see manufacturer rep once and he reprogrammed her but it was still not working. The patient stated she has tried increasing stimulation and changed programs but still not helping. The patient stated since she first got it, it never worked.the indications for use for the implanted device were noted as gastrointestinal/pelvic floor and urinary dysfunction/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.